Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration. The patient underwent a lead revision procedure and was doing well postoperatively. The device remained implanted.